Event description:
It was reported that a patient underwent a da vinci laparoscopic hysterectomy on (B)(6)2012. During the procedure, the patient experienced a urethral injury and the physician did a urethroplasty which was not intended. The procedure was completed with the same device.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.